Manufacturer narrative:
(B)(4).actual samples were not available. However, photo evaluation confirmed ruptured bladder in a footed position.

Event description:
The facility representative contacted baxter on 16 june 2010 to report an intermate that had a ruptured bladder during infusion. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.